Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock. Upon interrogation, the device was noted to be in a fallback/safety mode. The patient is not undergoing radiation therapy. A guidant technical services consultant discussed that the high voltage lead should be tested with low and high energy output shocks to rule out a possible lead issue. The consultant recommended device removal and possible lead extraction/abandon. In addition, a save to disk was performed and the disk was returned to guidant for analysis. The device was explanted and subsequently replaced with another gudiant ICD. The device was returned to guidant for analysis.